Event description:
It was reported that during knee surgery "tip coating" chipped off the device into the knee. The physician was able to retrieve all "chips" with no addtional intervention. No other complications have been reported.